Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was pneumonia. The caller stated that the customer had lung cancer that may have led to the customer's passing. The customer¿s blood glucose was 384 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The customer was taken off the pump as they were having trouble controlling their blood glucose due to pneumonia, and they were also going through chemo and radiation treatments for lung cancer. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with intermittent buttons. Unable to determine the root cause of intermittent buttons due to pump preservation. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08680 inches. Unit received with minor scratched display window and case. Date of death: (B)(6) 2018. Data analysis: there is no data listed for the dated of 01/23/2018 due to pump received without battery installed.